Event description:
Same case as #6000093-2006-00269. It was reported, in an article in the hellenic journal of cardiology, that post a coronary drug eluting stenting treatment procedure, a restenosis occurred. Four months post an inferior mi, the patient underwent coronary angiography. Angiogram revealed 90% stenosis of the circumflex (cx) artery and complete occlusion of the right coronary angiography. Angiogram revealed 90% stenosis of the circumflex (cx) artery and complete occlusion of the right coronary artery (rca) at its origin, with collateral filling from the left coronary artery. Angioplasty of the cx artery was performed and two taxus express2 drug eluting stents were placed in an overlapping fashion. The 2.5x12mm taxus stent was deployed to 14 atms distally and 3.0x13mm taxus stent deployed to 12 atms proximally. Both stents were implanted with good angiographic results. Fifteen days later the patient underwent angioplasty of the completely occluded rca. The lesion in the rca was predilated with a 1.5x15mm maverick balloon and a 2.5x20mm maverick balloon. The target area was treated with three overlapping taxus stents, a 3.0x32mm, distally, a 3.0x20mm mid and a 3.0x12mm proximally, all deployed to 20 atms with good final results. Six months later the patient underwent a control coronary angiographic exam, which showed two focal in-stent restenotic lesions in the rca. Ivus showed significant focal neointimal hyperplasia at the locations of angiographic stenosis. "It should be noted that although the stents appeared to have been deployed satisfactorily throughout their length with no signs of intimal hyperplasia, stent struts were not visible at the two restenosis sites, a finding which is compatible with stent fracture, in these regions." The stent fracture, confirmed by ivus, affected the mid stent, adjacent to the regions of overlap between the distal/medial and medial/proximal stents. The restenosis was treated with a 3.5x12mm taxus stent placed at the distal restenosis site and a 3.5x8mm taxus stent placed at the proximal restenosis site with good result. Add'l info was requested but is unavailable. There was no complaint or medwatch report to us by the user facility.